Event description:
On (B)(6) 2011, pt reported one of her infusion headsets had a bend in the infusion cannula this morning as she attempted to change her infusion site. Pt stated, she has only changed her infusion site 4 times. Pt reported, she has not had any difficulties inserting it into her body. Pt stated, she has not had any difficulties removing the insertion needle. Pt reported, it was time to change her infusion site and when she removed the infusion headset from her body she noticed the cannula was bent and it left a tiny red mark on her skin where it went in. Pt stated, the infusion site isn¿t painful or swollen and her blood glucose readings were not affected. Pt is inserting the infusion sets manually. Pt has disposed of the alleged infusion set. Advised pt to discontinue use of the infusion sets. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets are already being sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.